Manufacturer narrative:
H.6. Investigation summary: bd had not received samples, but 4 photos were provided for investigation. The photos were reviewed and the indicated failure mode for other was observed, however closure separation was not observed. Additionally, [#] retention samples from bd inventory were evaluated by functional testing and the issue of closure separation was not observed. The 100 retention samples were visually inspected with the hemogard closure assembly correctly assembled and placed on the tubes. There were no cocked stoppers identified that would cause the hemogard closure assembly to not be applied correctly. 10 retention samples were draw tested with all weights being within specification limits of 2.43ml ¿ 3.30ml. No issues with the hemogard closure assembly being loose or separating during or after the draw testing was completed. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. There were no related quality issues during manufacturing of the product. This complaint has been confirmed for the indicated failure mode other based on photos only. Bd was not able to identify a root cause for the indicated failure mode.

Event description:
It was reported when using the bd vacutainer® pst¿ gel and lithium heparinn (lh) blood collection tube the stopper pulled out of the tube when in an analyzer. This event occurred 20 times. The following information was provided by the initial reporter. The customer stated: "the rubber from the cap falls into the tube during centrifugation."

Manufacturer narrative:
H.3. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported when using the bd vacutainer® pst¿ gel and lithium heparinn (lh) blood collection tube the stopper pulled out of the tube when in an analyzer. This event occurred 20 times. The following information was provided by the initial reporter. The customer stated: "the rubber from the cap falls into the tube during centrifugation."